Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and degenerative disc disease. It was reported that the patient had an magnetic resonance imaging performed and the pump stalled. It was noted that the healthcare provider (hcp) would not be available to check the pump until (B)(6) 2019. No symptoms were reported. No further complications have been reported as a result of this event.